Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed, granuloma, and necrosis.

Event description:
Healthcare professional reported "silicone leakage to the lymph nodes". Later healthcare professional reported "periprosthetic fluid without prosthesis rupture" and "silicone leaking with siliconomas". Later regulatory agency reported "two nodules secondary to postoperative fat necrosis". This record is for the right side. Device was explanted.